Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient had 2 trial leads (from the same lot) placed as part of a drg trial. It was reported on (B)(6) 2017, both the trial leads exhibited elevated impedance readings. Troubleshooting was unable to resolved the issue. X-rays were taken and indicated both leads had migrated out of the foramen. It was noted that during the implant, the physician was unable to create a loop in the epidural space when the leads were placed due to the patient's anatomy. The physician removed both leads. The patient underwent another trial procedure on (B)(6) 2017 and no issues were noted.